Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the sterile package was damaged. This was discovered during a stock review.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned packaging components confirms the sterile blister packaging is cracked. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event is related to the product packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.